Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient underwent percutaneous coronary intervention with placement of an impella support device via the right femoral artery. Following completion of the procedure and while awaiting transport to the inpatient unit, a hematoma developed at the vascular access site with persistent oozing. Manual pressure was held by the physician and clinical staff, and hemostasis was later achieved with placement of a purse-string suture. The patient had initially presented with a cardiac arrest and severe underlying coronary disease and required extensive resuscitative and interventional management. Despite these efforts, the patient continued to clinically decline, and life-sustaining treatment was ultimately withdrawn. The patient subsequently expired. Although the death appeared to be related to the patient¿s critical underlying condition and the decision to withdraw care, it was conservatively reported in association with the impella device.

Manufacturer narrative:
Corrected: d1, d4 (serial), e4. Access site adverse event/minor bleed: the cause of the bleed was most likely use issue related since hemostasis was achieved by applying purse string suture at the site.